Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 12/02/2016. Date of follow-up report : 01/27/2017. One lf1737 was received for evaluation. The returned product did not meet specification as received. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. Visual examination of the device found melted insulation on both the a+b jaws on the left side as viewed from the top of the b-jaw. The reported condition was confirmed. The investigation found the device failed close circuit resistance testing and produced a re-grasp alarm when activated on simulated tissue. Engineering evaluated the product and determined the failure mode appears to be a simultaneous short circuit of both the a and b jaw seal plates on the left side of both jaws. Because the melted and missing insulation is nearly equal on the left side of the b-jaw and the left side of the a-jaw, it appears that both jaws were simultaneously shorted across by contacting an outside conducting object such as a hemostat, another device, or a nearby staple. The heat from this direct short melted off the insulation where the contact occurred. Examination of the rfid record indicates that the device sealed successfully for 27 cycles and the re-grasp alarm occurred sometime after the procedure started. After the insulation was melted from contacting an outside conductor, the re-grasp alarm sounded after every attempt to seal and the device failed resistance testing. During manufacturing, the device is tested 100% for resistance and jaw gap. The successfully completed seals and the testing performed during manufacturing indicates this failure was not a manufacturing defect. The investigation identified the root cause of the reported event to be the user contacting an outside conductive object causing a direct short across the jaws. The heat from this short caused the insulation to melt. Manufacturing non-conformance review could not be completed since the lot number is unknown.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy procedure the insulation part of the device was noted to be melted while working on dissecting an adhesion. The jaws were cleaned frequently with wet gauze by scrub nurse while in use. A new device was used to continue the procedure. There was no patient harm. Upon receipt of the photos at covidien for investigation, it was noted that the device had a piece of the plastic overmold that detached from the device. The customer stated that nothing fell into the cavity.